Event description:
It was reported that the pt had high lead impedance on an unk diagnostic test. No trauma or manipulation to device was reported. Pt's vns was turned off temporarily until she undergoes revision surgery. Attempts for further info have been unsuccessful to date.